Manufacturer narrative:
Date of event: unknown -used the first date of the month of the aware date.

Event description:
It was reported that catheter entrapment occurred. After a guide wire crossed the lesion, an nc emerge balloon catheter was advanced to dilate the lesion. However, during inflation at 20 atmospheres, the balloon grabbed the wire. The physician noticed this issue a couple of times when inflating the balloon at high pressures particularly on smaller sizes nc emerge balloons. No patient complications were reported.